Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 6 of 12 mdrs filed for the same event (reference 1825034-2014-05121/05132).

Event description:
It was reported that patient underwent an orthopedic salvage system procedure on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection. During the revision procedure, all components were removed and replaced.